Event description:
It was reported that the ventilator shuts off and resets continuously. It is unknown if the ventilator was connected to a pt or if the ventilator alarmed when the reported problem occurred.